Event description:
It was reported that failure to advance within the vasculature occurred. Procedure summary: the vascular anatomy was tortuous and calcified. A 14f isleeve introducer sheath (lot #29429111) was inserted over a safari2 guidewire; however, the 14f isleeve introducer sheath (lot#29429111) was unable to advance from the iliac artery into the abdominal aorta. A kink was noted on the shaft of the 14f isleeve introducer sheath (lot #29429111). The 14f isleeve introducer sheath (lot#29429111) was removed from the patient. The safari2 guidewire was exchanged for a non-boston scientific (bsc) guide wire. A new 14f isleeve (lot#29607411) was advanced and was unable to advance from the iliac artery into the abdominal aorta and also kinked. The 14f isleeve introducer sheath (lot#29607411) was removed from the patient. The vasculature was dilated with the 14f isleeve dilator. A new 14f isleeve introducer sheath (lot #29607410) was successfully advanced into the patient and used to complete the procedure. Patient status no patient complications were reported.

Manufacturer narrative:
E1 - initial reporter phone number - updated. H3 device evaluated by manufacturer: returned product consisted of the 14f isleeve introducer sheath with the dilator inside the sheath. The dilator, cap, sheath, and tip were visually and microscopically examined. The dilator was able to be removed from the 14f isleeve introducer sheath and re-inserted into the 14f isleeve introducer sheath with no resistance or issues. Inspection of the 14f isleeve introducer sheath revealed that there was blood in the 14f isleeve introducer sheath. There were also numerous kinks through the 14f isleeve introducer sheath and the 14f isleeve introducer sheath was twisted. All three seams of the 14f isleeve introducer sheath were found to be expanded, consistent with device use, as designed. The tip of the 14f isleeve introducer sheath was also damaged. The 14f isleeve introducer sheath tip damage is consistent with device use in the patient. The ID (inner diameter) of the dilator was within specification. The guidewire used in the procedure was not returned for analysis, and a test guidewire was used for insertion testing. The test guidewire was able to be inserted into the dilator and advanced with no issues.

Event description:
It was reported that failure to advance within the vasculature occurred. Procedure summary: the vascular anatomy was tortuous and calcified. A 14f isleeve introducer sheath (lot #29429111) was inserted over a safari2 guidewire; however, the 14f isleeve introducer sheath (lot#29429111) was unable to advance from the iliac artery into the abdominal aorta. A kink was noted on the shaft of the 14f isleeve introducer sheath (lot #29429111). The 14f isleeve introducer sheath (lot#29429111) was removed from the patient. The safari2 guidewire was exchanged for a non-boston scientific (bsc) guide wire. A new 14f isleeve (lot#29607411) was advanced and was unable to advance from the iliac artery into the abdominal aorta and also kinked. The 14f isleeve introducer sheath (lot#29607411) was removed from the patient. The vasculature was dilated with the 14f isleeve dilator. A new 14f isleeve introducer sheath (lot #29607410) was successfully advanced into the patient and used to complete the procedure. Patient status no patient complications were reported.